Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra2 meter was not powering on when she went to test her blood sugar. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 8pm. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue to manage her diabetes. The patient reported a few days after the alleged issue occurred she developed symptoms of ¿shaking.¿ the patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca confirmed it was not the first use of the meter and no misuse. The patient was using the correct test strip. When prompted to press the power button, the meter did not turn on. When a new test strip was inserted the meter did not turn on. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.